Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2432, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. During the insertion, the device used to insert the coils malfunctioned and parts of the coils broke apart inside consumer. The doctor could not pull them out so he abandoned the rest of the procedure. Since that day consumer experienced chronic fatigue, constant headaches, horrible cramping on and off for no reason, stabbing pain during sex, hair loss, issues with her skin, lack of a period for months at a time, bloating and weight gain. In (B)(6) she will have a surgery to have both fallopian tubes removed. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure the device used to insert the coils malfunctioned: parts of the coils broke apart inside the consumer (interpreted as device breakage). Doctor could not pull them out. She also reported horrible cramping on and off (interpreted as lower abdominal pain). She was scheduled to have her fallopian tubes removed. Event lower abdominal pain was considered serious due to medical significance and is listed in the reference safety information for essure. Device breakage is non-serious and was considered listed according to product technical analysis. After essure insertion, abdominal pain may occur. Given the nature of the event horrible cramping on and off and in the lack of an alternative explanation, causality with essure cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In this case the, during insertion the device used to insert the coils malfunctioned and parts of the coils broke apart inside consumer. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since a surgical intervention will be required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information was received on 06-jan-2016 via social media. The consumer stated she had her fallopian tubes removed to get rid of essure. Essure coils were the worst decision of her life. Follow up information identified from social media on 07-jan-2016. She has an autoimmune disease called ankylosing spondylitis. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure the device used to insert the coils malfunctioned: parts of the coils broke apart inside the consumer (interpreted as device breakage). Doctor could not pull them out. She also reported horrible cramping on and off (interpreted as lower abdominal pain). She had her fallopian tubes removed (to remove essure). Event lower abdominal pain was considered serious due to medical significance and is listed in the reference safety information for essure. Device breakage is non-serious and was considered listed according to product technical analysis. After essure insertion, abdominal pain may occur. Given the nature of the event horrible cramping on and off and in the lack of an alternative explanation, causality with essure cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In this case, since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.